Event description:
Bd vacutainer 4.5 ml glass plasma sodium citrate tubes have intermittently displayed lack of vacuum and incompetent caps. The caps dislodge and the specimen spills to the environment.